Event description:
Pt was ambulating with a "wbqc" up stairs (w/o railing) and max assist of two. The gait/transfer belt did not hold and pt was lowered slowly to knees on the stairs with max assist of two. Pt was brought to standing with assist and a new gait belt was applied and pt continued to ambulate with no further problems.